Event description:
A customer contacted (B)(4) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during dwell 3/4. The nurse (rn) stated she had a se 2240 alarm and then cycled power off/on. The rn stated the hc then alarmed se 2367. The technical service representative (tsr) instructed the rn to cycle power off/on and to press go to start. The rn stated the spike came out of the supply bag and the supply bag was leaking. The tsr explained the alarm and advised the rn to let the doctor know of the air detection alarm (se 2240). The rn stated she wanted to drain the home patient (hp) using the machine. The tsr explained she would need to reset machine in order to do the drain. On (B)(6) 2010 product surveillance confirmed with the facility of the rn that the sample was not available. Product surveillance also spoke with the hp who stated he was having no problems with his therapy and was feeling fine. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). This report was not confirmed due to a lack of sample; however, per the complaint information the most likely cause of the se 2240 is due to air being sucked into the disposable after the spike connector disconnected from one of the supply bags. The lot number is unknown therefore a batch review was not performed. The technical service representative (tsr) reviewed proper procedures per the user manual with the rn. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be sent.